Event description:
It was reported that there was a thrombus on the tip of the access system. A left atrial appendage (laa) closure procedure was being performed. The haze was extremely severe preoperatively, so it was confirmed that the procedure should be completed immediately, and the activated clotting time (act) should be set to a longer period. A watchman fxd curve access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and inserted the was. The was was positioned in the laa of the patient without any issues and then the wds was inserted. The physician deployed and repositioned the closure device 20 times but continued to have difficulty positioning the device in the laa of the patient. Echocardiogram imaging showed that there was a string-like thrombus present around the tip of the was. The patient was given additional heparin before the procedure was continued. The physician was unable to properly position the closure device, and the procedure was ended with no device implanted in the laa of the patient. Thrombus aspiration was tried from the wds, but there was no change. After that, the wds was removed, and a thrombus was confirmed. There was no thrombus attached or in the wds. It was confirmed through transesophageal echocardiogram (tee) imaging that the thrombus was extended from the tip of was. The was was pulled back into the right atrium while applying negative pressure into the was. The was was removed from the patient. After that, protamine reversal could not be performed, and the patient has awakened. There was no change in the patient's condition and there were no adverse effects that were reported to have occurred.